Event description:
It was reported that prior to starting a da vinci-assisted retroperitoneal partial nephrectomy surgical procedure the single port (sp) monopolar curved scissors (mcs) instrument was opened up and appeared to have something fused/stuck on the tip of the arm. It appeared to be a piece from an instrument sheath fused on. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the sheath was removed prior to reprocessing. There was no fragments reported. There was no patient injury reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product associated with this complaint to perform failure analysis and the complaint was confirmed. The single port (sp) monopolar curved scissors (mcs) instrument was found to have a sheath distal coextrusion lodged at the tube adapter. Additional observation found unrelated to the reported complaint included that the instrument had abrasions on the tube adapter.